Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (tylenol) and vicodin since (B)(6) 2015. In (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure / bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation and device dislocation outcome was unknown and the genital haemorrhage, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, dyspareunia, fallopian tube perforation and genital haemorrhage to be related to essure. The reporter commented: patient was told a piece of one of her coils was left because they could not get it out due to it's breakage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (tylenol) and vicodin since (B)(6) 2015. In april 2009, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy), surgery (she had surgery to remove the essure / bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation and device dislocation outcome was unknown and the genital haemorrhage, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, dyspareunia, fallopian tube perforation and genital haemorrhage to be related to essure. The reporter commented: patient was told a piece of one of her coils was left because they could not get it out due to it's breakage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: unilateral occlusion most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information and lab data updated. Essure removal date updated from 2015 to (B)(6) 2015. Event dyspareunia (painful sexual intercourse) was clubbed with previously reported event. Events device breakage and abdominal pain lower were newly added. Event she did not undergo an essure confirmation test (device monitoring procedure not performed) was deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (she had surgery to remove the essure / bilateral salpingectomy). Essure was removed in (B)(6). At the time of the report, the device dislocation, perforation, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage and perforation to be related to essure. The reporter commented: discrepancy in removal date . Previously reported as (B)(6) 2011. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Reporter and patient demographics added. Updated suspect drug indication. Events abnormal bleeding (general), dyspareunia and she did not undergo an essure confirmation test added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation of organs'), embedded device ('a portion of the essure microfilaments was already embedded into the right fallopian tube'), device dislocation ('migration of implant') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) since (B)(6)2015 and paracetamol (tylenol). In (B)(6)2009, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), confusional state ("confused"), influenza ("flu"), complication of device removal ("it was a small piece that he couldn't get out/still have a piece of it in my right side/still have the fragments that he wasn't able to remove"), alopecia ("after my surgery my hair got really thin and started to come out"), gastrooesophageal reflux disease ("acid reflux") and pruritus ("I was itchy from the inside out") and was found to have weight increased ("I have never looked like football"). The patient was treated with surgery (bilateral salpingectomy, bilateral salpingectomy/ partial hysterectomy, she had surgery to remove the essure / bilateral salpingectomy and she had surgery to remove the essure / bilateral salpingectomy/ partial hysterectomy). Essure was removed in (B)(6)2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, device dislocation, weight increased, confusional state, influenza, complication of device removal, alopecia, gastrooesophageal reflux disease and pruritus outcome was unknown and the genital haemorrhage, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, complication of device removal, confusional state, device breakage, device dislocation, dyspareunia, embedded device, fallopian tube perforation, gastrooesophageal reflux disease, genital haemorrhage, influenza, pruritus and weight increased to be related to essure. The reporter commented: patient was told a piece of one of her coils was left because they could not get it out due to it's breakage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: grade I occlusion on the left. Leakage is seen from the right tube, grade iii; in (B)(6)2009: results: unilateral occlusion. Concerning the injuries reported in this case, the following one was reported from patient's medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2019: new events added- weight gain, confusional state, influenza, complication of device removal, alopecia, gastrooesophageal reflux disease and pruritus. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation of organs"), embedded device ("a portion of the essure microfilaments was already embedded into the right fallopian tube"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2015 and paracetamol (tylenol). In (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and she had surgery to remove the essure / bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device and device dislocation outcome was unknown and the genital haemorrhage, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, dyspareunia, embedded device, fallopian tube perforation and genital haemorrhage to be related to essure. The reporter commented: patient was told a piece of one of her coils was left because they could not get it out due to it's breakage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: grade I occlusion on the left. Leakage is seen from the right tube, grade iii; in (B)(6) 2009: results: unilateral occlusion. "Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : embedded device " quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event "a portion of the essure microfilaments was already embedded into the right fallopian tube ", reporter added from medical record. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and perforation (seriousness criterion medically significant) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure) and surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2011. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.